Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages, "add gel" messages in the absence of a prior gel release) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a shorted u725 component on the distribution node pca. The root cause for the shorted u725 component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" messages and "add gel" messages in the absence of a prior gel release.